Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 was analyzed (handle assembly only), and a visual evaluation noted no damage. The suture was attached with the trip wire, possibly it was cut to remove the ligator head from the scope. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis of the returned component (handle assembly only), it was in good condition, and it could be rotated without problems. Since the device complaint or problem cannot be confirmed; therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used at the end of the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, there were three bands that were not deployed. After the device was removed, it was found that the front section of the bands was twisted together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used at the end of the rectum during an internal hemorrhoid ligation procedure performed on (B)(6) 2022. During the procedure, there were three bands that were not deployed. After the device was removed, it was found that the front section of the bands was twisted together. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4).